Event description:
Affiliate reported that after the initial surgery it was found that the valve was not draining properly. The surgeon was unsuccessful in adjusting the pressure. As a result the device was revised. The pt's conditioned improved.

Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the programming and pressure tests. Review of the device history record confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed.